Event description:
The customer stated that the insulin pump had a blank display. The reported blood glucose reading was 373 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No corrosion inside the battery compartment was noted.